Event description:
It was reported the implantable pulse generator (ipg) system was explanted due to infection. Additional information received reported that during initial implant of the system, a perforation occurred with a pericardial effusion. A pericardiocentesis was performed and a second perforation occurred. The patient then developed pericarditis. The patient was later seen at the physicians office where the device wound site was open with serosanguinous drainage, and the patient had a fever and complained of pain. At this time, the patient was already on oral antibiotics. The patient was then hospitalized and the system was explanted. Temporary pacing was utilized while the patient was treated with intravenous antibiotics. Blood cultures were negative however the wound culture organism was identified as aspergillus fumigatus. Approximately three weeks post explant a new system was implanted. The patient has since been seen in the clinic and the site was reported as being stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.